Manufacturer narrative:
G4: PMA number updated. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of 13jul2025 was reviewed. The log file captured a no external power alarm on (B)(6) 2025 at 10:33:20 due to a loss of external power while connected to the mpu. The system controller backup battery supported the system during the loss of external power without any issues. The alarm resolved once external power to the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information, including if the mpu became disconnected from ac power, if there were any environmental circumstances that would have affected ac power at the time of the event, and if the mpu has v-lock connector on the ac power cord; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate mobile power unit was not reported with the event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate ii IFU section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient, with known driveline faults, was in surgery for a leg stent when a flow and power ramp up was noticed at the same time, significantly higher than the patient's baseline. The speed was 9400, flow was 4.6, power was 5.3, and pulsatility index (pi) was 5.4. The flow jumped as high as 9.4 and power followed at a peak of 8.8. The patient stated high for a few seconds then would settle back down to baseline. Log files were submitted for review and continued to captured driveline fault flags. Unrelated there was a no external power event at 10:33:20 on (B)(6) 2025 that was likely due to the mobile power unit (mpu) losing power.